Event description:
It was reported that, "the patient underwent a triathlon knee replacement in 2007. It was further reported that, "the patient suffered from pain and was revised in 2009."

Manufacturer narrative:
No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.